Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the live image was not displayed on the 56-inch display. Upon functional testing, the fse checked the input video signals on the flexvision pc and the output video signals from the x-ray pc and also analysed the log files. The fse discovered that the live/reference video signal from the x-ray pc had an incorrect video format, due to which video signals for the scopy and reference were not visible on the 56-inch monitor in the examination room, although they were correctly displayed on the auxiliary monitor in the same room and on the monitors in the control room. To resolve the reported issue, the fse reloaded the software on the x-ray pc and replaced the hard disk drive. After this, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the live image was not displayed on the 56 inch display. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.